Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the device was electively explanted and replaced due to an advisory status. No further information was available.

Event description:
New information received noted that the patient was in stable condition during and post procedure.